Manufacturer narrative:
Event and therapy date is estimated. Explant date is unknown. Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 3006705815-2020-01794, 1627487-2020-04443, 1627487-2020-04444,1627487-2020-04447, 1627487-2020-04448,1627487-2020-04450 it was reported patient experienced ineffective therapy from (B)(6) 2016. To address this issue patient had her whole system explanted on an unknown date, but parts of the leads were left in patient.